Event description:
The customer reported the ventilator alarmed and restarted while in use on a pt. The customer reported there was no pt harm. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the ventilator log history noted diagnostic codes that indicated a restart and +24/+-12 volt failure occurrence. The service technician reported the ventilator would not operate via ac power. The service technician replaced the power supply. Extended self testing and applicable final testing was completed and passed per operating specifications. The power supply was returned to the MFR for analysis. Testing of the ventilator power supply revealed a component failure. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.